Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on light guide lens. Air/ water cylinder and air/ water tube have foreign objects (white foreign material). A root cause could not be identified. Based on the results of the investigation, it is likely that dirt on the light guide lens caused the customer¿s allegation. Regarding the no-illumination issue found during the device evaluation, it is likely that a break in the light guide bundle caused it. The cause of the foreign objects (white foreign material) found in the air/water cylinder and air/water tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a missing light beam. The issue was found during reprocessing. There were no reports of patient involvement.